Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section. During microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage, which occurs post-use of the device and is not related to the original device failure.

Event description:
It was reported that sheath detachment occurred. The opticross hd imaging catheter was selected for use. However, while placing the device on the guidewire outside the patient, the sheath detached at the lapjoint. Another of the same device was used for the procedure and there was no injury to the patient.

Event description:
It was reported that sheath detachment occurred. The opticross hd imaging catheter was selected for use. However, while placing the device on the guidewire outside the patient, the sheath detached at the lapjoint. Another of the same device was used for the procedure and there was no injury to the patient.